Manufacturer narrative:
A sample product was not returned for analysis. Product history records indicate product met release criteria. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that one week after an intraocular lens (iol) was implanted, it was exchanged for another lens because it had become displaced due to a broken haptic. Additional information was requested.